Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of myocardial infarction is listed in the xience sierra, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2021 the patient had a 3.25x28 mm xience sierra stent implanted. The patient had previously presented with non st elevated myocardial infarction (nstemi). On (B)(6) 2021 the patient was readmitted to the hospital due to nstemi and other cardiovascular symptoms. Balloon angioplasty was reported as treatment and final patient outcome is unknown. No additional information was provided.